Event description:
It was reported that: during the procedure according to the IFU the swg was found to be kinked. Another kit was opened to complete the procedure. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit for analysis. Definite signs of use in the form of biomaterial were observed on the returned guide wire. Visual analysis revealed that the guide wire was kinked bent towards the proximal end. The distal j-bend appeared slightly misshapen but intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were present and spherical. The kink bend measured 10mm from the proximal tip of the guide wire. The guide wire length measured 602mm, which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The guide wire outer diameter measured 0.802mm, which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The guide wire was inserted through the both the returned catheter and returned arrow raulerson syringe (ars)/18ga introducer needle assembly, and the guide wire passed with little to no resistance. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of a damaged guide wire was confirmed through investigation of the returned sample. Visual analysis revealed one kink/bend towards the proximal end of the wire. Despite this, the sample passed all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4). UDI related data quality updates only section d.4.-unique identifier (UDI)# corrected to (B)(6). The customer returned one opened cvc kit for analysis. Definite signs of use in the form of biomaterial were observed on the returned guide wire. Visual analysis revealed that the guide wire was kinked/bent towards the proximal end. The distal j-bend appeared slightly misshapen but intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were present and spherical. The kink/bend measured 10mm from the proximal tip of the guide wire. The guide wire length measured 602mm, which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The guide wire outer diameter measured 0.802mm, which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The guide wire was inserted through the both the returned catheter and returned arrow raulerson syringe (ars)/18ga introducer needle assembly, and the guide wire passed with little to no resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a damaged guide wire was confirmed through investigation of the returned sample. Visual analysis revealed one kink/bend towards the proximal end of the wire. Despite this, the sample passed all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: during the procedure according to the IFU the swg was found to be kinked. Another kit was opened to complete the procedure. There was no reported patient harm or consequence.

Event description:
It was reported that: during the procedure according to the IFU the swg was found to be kinked. Another kit was opened to complete the procedure. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4).